Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance (dc dc ¿ 4). The patient¿s device was subsequently disabled and the patient¿s medications were adjusted for potential seizures due to loss of therapy. The patient¿s device was last tested during an office visit on (B)(6) 2014 and diagnostic results showed lead impedance within normal limits (dc dc ¿ 3). The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Additional information was received stating that vns patient underwent generator replacement surgery on (B)(6) 2014. Pre-operative, intra-operative, and post-operative diagnostic results showed lead impedance within normal limits. The explanted generator was returned to the manufacturer for analysis which concluded that no abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. Further review of the programming and diagnostic history for the patient's device revealed that lead impedance had fluctuated between dcdc 3 and dcdc 4 since initial implant surgery. Following implant surgery on (B)(6) 2008, the patient device was next tested during an office visit on (B)(6) 2008 in which system diagnostic results revealed dcdc 3. Since that time, system diagnostics showed lead impedance between dcdc 3 and dcdc 4. Normal mode diagnostic results showed that the patient's device was able to provide the intended therapy since implant surgery despite system diagnostics showing high impedance (dcdc 4). Based on the information available, the cause of the high impedance is likely due to fibrosis and not due to a device failure.